Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure, the lead may have punctured the right ventricle which required it to be repositioned. No further information was available.

Manufacturer narrative:
Reference: medwatch form FDA 3500a uf/importer report number: (B)(4).